Event description:
It was reported that the patient had a fall in (B)(6) and since the fall started getting sick and it was gradually becoming worse. The patient was ¿perfectly fine¿ until the fall. The patient fell ¿a couple weeks ago¿ and broke their ankle. The next day the patient fell again, twisted and fell on the stomach. It was noted that since the second fall the patient had increased the nausea and vomiting. The patient¿s gastroparesis was ¿very bad¿ and had not been able to hold food down. The patient had been vomiting and ¿had not stopped¿ since two days prior to report. The patient saw a healthcare professional (hcp) and the device was checked two days prior to report. Stimulation was increased and the hcp thought the device was working fine. The patient had been in the hospital since the day prior to report and could not hold down water. The patient was not eating and was ¿dry heaving.¿ a CT scan was performed at the hospital. The patient may need a nasogastric intubation tube. It was noted that there was a loss of therapeutic effect. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).